Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported being diagnosed with angioedema and an invisalign product was being used.

Event description:
The patient reported symptoms of lesions on the lips, difficulty breathing, swollen throat, and diagnosis of angioedema. The patient reported visiting there primary care physician to alleviate the reported symptoms. The patient reported being prescribed benadryl (antihistamine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently getting better.